Event description:
The customer reported to baxter healthcare an unknown quantity of one-link adaptors where, "we had one patient's IV clot almost every day and it seemed to happen after the patient had been up walking or active like showering". No injury is reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.